Event description:
It was reported that the catheter was found lying on the bed not connected/inserted in the pt. The anchor portion was still intact and sutured to the skin. The pt suffered no ill effects due to the event. A new catheter was inserted.

Manufacturer narrative:
The device sample was not returned for evaluation. A review of the manufacturing records was not possible as the lot number was not provided. Without evaluating the device involved, we are unable to determine the cause or factors which may have contributed to this event.